Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported by patient that they had a loss of therapy 2 days ago. Patient stated that they went to use patient programmer and kept seeing poor communication. Patient states they were not able to get to their setting. Patient was redirected to follow up with their healthcare professional (hcp) to check up on device. Additional information was received on (B)(6) 2019 and patient stated that they just had their device replaced. No further complications were reported or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They reported the cause of the battery replacement was due to the device not working. No further complications were reported or anticipated.